Event description:
It was reported that during a coronary artery treatment procedure deployment issues, balloon withdrawal resistance and a dissection occurred requiring an intervention. The procedure was performed with right femoral artery access. The lesion being treated was located in the left anterior descending artery (lad). After predilatation of the lesion was performed with two consecutive non bsc balloons, the doctor noticed a b-type dissection. A promus element 3.0x32mm stent was introduced into the lesion without any resistance. During deployment of the stent, the balloon could not reach the nominal pressure of 12atm. A leak of contrast inside the vessel distally to the stent was noted. The distal part of the stent was not fully expanded and there was difficulty removing the balloon. After several attempts the balloon was successfully removed. During the withdrawal attempts the patient experienced angina and st elevations. On angio it was noticed that the stent was partially inflated in the proximal section and there was considerable stent shortening and no flow into the lad from the vessel. Two consecutive non bsc balloons were used distally to the stent and inside the stent in order to regain the blood flow which caused a new dissection distally to the stent. Three non bsc stents were used to resolve the event and the blood flow was fully regained with timi 3 flow and stabilization of the patient.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was not returned and there was a balloon pinhole leak at the distal end of the balloon. The returned device was connected to an encore inflation unit. The inflation device was pressurized to 12 atm for 60 seconds and the pinhole leak was observed. The balloon pinhole leak was just proximal to the distal markerband. The stent, tip and shaft sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. There was solidified blood present in balloon and lumen of the stent delivery system (sds). A guide catheter was also returned. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure, deployment issues, balloon withdrawal resistance and a dissection occurred requiring an intervention. The procedure was performed with right femoral artery access. The lesion being treated was located in the left anterior descending artery (lad). After predilatation of the lesion was performed with two consecutive non bsc balloons, the doctor noticed a b-type dissection. A promus element 3.0x32mm stent was introduced into the lesion without any resistance. During deployment of the stent, the balloon could not reach the nominal pressure of 12atm. A leak of contrast inside the vessel distally to the stent was noted. The distal part of the stent was not fully expanded and there was difficulty removing the balloon. After several attempts, the balloon was successfully removed. During the withdrawal attempts, the patient experienced angina and st elevations. On angio it was noticed that the stent was partially inflated in the proximal section and there was considerable stent shortening and no flow into the lad from the vessel. Two consecutive non bsc balloons were used distally to the stent and inside the stent in order to regain the blood flow which caused a new dissection distally to the stent. Three non bsc stents were used to resolve the event, and the blood flow was fully regained with timi 3 flow and stabilization of the patient.

Manufacturer narrative:
(B)(4).device is a combination product.(B)(4)